Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion to the cause of the event.

Event description:
Patient reports experiencing swelling and possible allergic reaction in right hip 3 months post-implantation. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: bipolar shell 48mm od catalog#: 00500104800 lot#: 63273786, bipolar liner 47/48/49mm od x 28mm ID catalog#: 00500104728 lot#: 63085333, unknown stem catalog#: ni lot#: ni. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient alleged to right hip pain, swelling, and unable to walk without a cane approximately three months post-implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Brand name has been updated to "unknown bipolar head". Concomitant medical products: unknown bipolar liner, unknown bipolar shell, unknown stem. Therapy date: n/a. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.